Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic rso. It was reported that the patient underwent vaginal reconstruction in (B)(6) 2010, cholecystectomy in (B)(6) 2010 & hydrodistention of the bladder in (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy, transvaginal urethrolysis, cystoscopy; due to stress urinary incontinence, and cystocele . It was reported that following insertion the patient experienced severe back pain, vaginal bleeding, chronic urinary tract infections, pain in the right leg, dyspareunia, erosion into the bladder, incontinence, pain with urination, bladder dysfunction resulting in the need for an interstim to assist with urination, severe depression and anxiety. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to, extreme pain, infection and erosion of mesh into bladder and on (B)(6) 2012 due to, extreme pain caused by the mesh implant. (B)(4) - urinary problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge. (B)(4).

Manufacturer narrative:
(B)(4).